Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic kidney surgery. According to the reporter: cutting could not be done properly. Another device was used. No bleeding. Nothing fell into the pt cavity, no bleeding was reported nor was there any tissue damage. The operating room time was extended by more than 30 minutes.